Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2024, the patient reported that while in her car, she felt symptoms of hypoglycemia, felt disoriented, and noticed that the dexcom device displayed a signal loss at that moment. The patient stopped her car and was approached by a police officer asking if she needed help. The police officer called an ambulance and when a fingerstick was taken, the blood glucose reading was 40 mgdl. The patient stated she was critical and was given intravenous glucose. The patient said that she experienced signal loss for over 20 minutes, and reported she was not alarmed for this. Data was provided and evaluated however will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.